Event description:
A customer reported a malfunction involving a blacked-out display and lines slowly covering the pump screen, making it illegible and affecting interaction. There was no adverse impact on the customer¿s blood glucose level. The customer was advised that a replacement pump would be sent with updated software and provided instructions for returning the defective pump. The customer acknowledged all instructions and would continue using the current pump as a backup until the new pump arrived.